Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden. The presenting electrogram (egm) showed an undersensed atrial beat observed. The atrial sensitivity is programmed automatic gain control (agc) 0.25mv (millivolts) with trending showing atrial intrinsic amplitude range between 0.4mv to 6.9mv. The battery longevity is normal. Further review was recommended. The device and lead remain in service. No adverse patient effects were reported.